Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged difficulty breathing/short of breath there was no report of serious patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center could not confirm the patient complaint during device evaluation. The device's downloaded event log was reviewed by the manufacturer and found e04 on the error log.